Event description:
It was reported that the size 3 and size 5 actis broaches were damaged during normal use. The 4/5 high neck trial would not fit onto the broaches.

Manufacturer narrative:
Product complaint (B)(4) investigation summary according to the information received, ¿it was reported that the size 3 and size 5 actis broaches were damaged during normal use. The 4/5 high neck trial would not fit onto the broaches¿ the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the actis broach sz 5 revealed that the middle portion of the central post presents deep scratches and nicks around the edge. A functional test performed with a mating handle (257000000) revealed that the broach was able to assemble and dissasemble as intended. No other defects were observed. The condition of the post was consistent with a random component failure that may have been caused by exposure to unintended forces such as impaction forces and prying motion while the broach is not fully seated to the mating handle. The overall complaint was confirmed as the observed condition of the actis broach sz 5 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.